Manufacturer narrative:
(B)(4). The reported condition of a colleague infusion pump with low battery was confirmed during product evaluation by baxter quality engineering. It was determined by baxter quality engineering that the reported condition was related to failure code 814:01 which was caused by the depletion of the main batteries. The main batteries and battery harness were therefore replaced to resolve this issue. Review of the event history determined that the reported condition occurred on (B)(6) 2010 not on the reported occurrence date of (B)(6) 2010. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Additional information: a service history review revealed the device has been previously serviced for the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
The facility representative reported a colleague infusion pump which experienced a low battery. It is unknown which process step this event occurred during. Engineering review of the device event history confirmed this condition. It was determined by baxter quality engineering that the reported condition is related to failure code 814:01, which interrupted delivery. There was no patient involvement, and therefore no patient injury or medical intervention. This device is an unremediated colleague pump with a user interface module software version of 5.04.00. No additional information is available.